Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was noted that a catheter fracture occurred. The patient was undergoing percutaneous transhepatic arterial chemoembolization. A 135/10 kit renegade hi flo was selected for use, during the procedure, it was noted that the renegade microcatheter fractured while inside a 5fr angiographic catheter. The device was removed and the procedure was completed with another of the same device. The patient was stable following the procedure. There were no patient complications as a result of this event.